Event description:
On (B) (6) 2010, pt reported receiving 3 occlusions during christmas and she also received 2 occlusions on (B) (6) 2010. Pt reported she has experienced hyperglycemia as a result and her blood glucose has elevated above 500 mg/dl. Pt's target blood glucose range is 80-130 mg/dl. Pt stated she completes troubleshooting on her own. Pt reported she changes her infusion set every 2-3 days. Advised needle should be changed every 1-2 days. Reviewed site rotation. Pt is not experiencing an occlusion at the time of the call. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.